Event description:
It was reported that an ilet user experienced persistent hyperglycemia with continuous glucose monitor readings over 400 mg/dl and capillary blood glucose measurements ranging from 363 mg/dl to 289 mg/dl, beginning after an infusion site change and while the system indicated ¿401¿ ilet alert activity; the user uses a contact detach 6 mm, 23 in infusion set and replaced the infusion site and cgm sensor with guidance, after which glucose later returned to range and stabilized. Symptoms included hyperglycemia. Outcomes included transient elevated glucose requiring troubleshooting and self-management without hospitalization. Investigation included customer service troubleshooting and education on infusion site replacement, sensor replacement, and continued monitoring per clinical guidance. Investigation of this case revealed no device malfunction was identified and the cause of hyperglycemia remained unclear, with potential contribution from infusion site or set performance not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.